Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Upon investigation the response buttons were difficult to activate. The cause for the failure was the front response button cover contacts were corroded. The cause of the non-functional response button is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.

Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor response buttons were difficult to activate.